Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the suspect endoscope was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the endoscope installed on universal side manipulator (usm) 3 moved on its own and rotated clockwise or counterclockwise. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of recoverable error code 23003 on usm 3. The tse guided the user through holding the base of the endoscope and rotating the shaft and no grinding or resistance occurred. The user continued with the procedure using a backup endoscope. No further issue was observed. No known impact or patient consequence was reported.